Manufacturer narrative:
Device received with blank display due to faulty lcd board noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received watchdog time out alarm. The customer¿s blood glucose level was 107 mg/dl. The customer report that they were able to rewind the insulin pump. Troubleshooting was performed. The product will be returned for analysis.